Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one month post filter deployment, on (B)(6) 2005, patient presented for filter removal. Initial venogram demonstrated tilted filter with apex embedded into ivc wall and 2 fractured tines, one within the right hilar renal fat and another one in hepatic parenchyma. The right internal jugular vein was accessed, a recovery filter cone retrieval set was then advanced over a wire into the ivc and multiple unsuccessful attempts were made to capture the ivc filter. Next, through the introducer sheath, a davis catheter and a 10 mm gooseneck snare were advanced and again multiple attempts were made to tilt or capture the filter which were also unsuccessful. Further attempts were also made to remove fractured tines, however, they were unable to be removed. On (B)(6) 2018, patient experienced abdominal pain. CT scan demonstrated infrarenal ivc filter with the tines extending beyond the lumen of the ivc and into third part of the duodenum. On (B)(6) 2018, the ivc filter was successful removed percutaneously through jugular vein. Completion venogram demonstrated retained ivc filter fragments, one within the liver, second fractured tine within the right renal hilar fat, and third tiny fragment near the right hepatic vein. Filter pathology report document ivc filter intact with 9 identifiable tongs. Therefore, the investigation is confirmed for filter tilt, perforation, detachment, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, perforation, and detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, tilted and struts perforated into organs. The device was removed percutaneously, after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut was in the right hilar renal fat and within the hepatic parenchyma. The current status of the patient is unknown.